Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unchanged mitral regurgitation was due to the clip being deployed only on the anterior leaflet. The reported foreign body in patient associated with the clip being implanted on the anterior leaflet was due to the difficulty maintaining leaflet capture. The reported difficult or delayed positioning associated with the difficulty maintaining leaflet capture, and the reported difficulty grasping the leaflets, were due to challenging patient anatomy (short, restricted posterior leaflet). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report loss of leaflet capture, deployment on one leaflet and intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3+. A ntw clip was advanced in the patient and grasping the leaflets were difficult but ultimately successful. First establishment of final arm angle (efaa) and lock line removal were completed without issue. Just before removal of the release pin, it was observed that the clip had detached from the posterior leaflet. No tissue damage was observed. The clip was then deployed as a single leaflet device attachment on the anterior leaflet. An additional clip was then implanted to stabilize. The procedure ended with mr grade 3+. No additional information was provided.